Event description:
Falsely elevated hb1c results were obtained on two multiple patient samples. The results were reported to the physicians who questioned the results. The samples were repeated by an alternate methodology and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hbic results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. When calibrating the new method, the user failed to enter the correct scalers for the method. They had not yet established a valid qc range. The calibration was accepted despite qc values outside of peer ranges and results were accepted for qc and patients. The instrument is performing within specifications. No further evaluation of the device is required.